Event description:
Reportable based on device analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, the stent delivery system (sds) was unable to cross the lesion and the shaft kinked. The 90% stenosed, 24 x 2.25 mm, concentric, de novo target lesion was located in a mildly tortuous, moderately calcified left anterior descending artery. The target lesion had a significant bend between 45 and 90 degrees. The 24 x 2.25 mm taxus liberte stent delivery system (sds) was introduced. The sds was unable to cross the target lesion and the shaft kinked. No patient complications were reported and the patient's status is stable. However, device analysis revealed a shaft break.

Manufacturer narrative:
Device is combination product. (B)(4). Device returned to MFR: a visual inspection of the returned device revealed a taxus liberte stent delivery system (sds) and stent with the stent protector and product mandrel partially loaded. There was blood and contrast in the guide wire lumen. The reported information, the presence of blood and contrast in the guide wire lumen, and the position of the stent protector and product mandrel suggest the stent protector and product mandrel were replaced after the reported failed attempt to cross the target lesion. The hypotube was detached/separated 21.5 cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported shaft kink and crossing difficulty or the confirmed hypotube detachment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).